Event description:
Philips received a complaint on the device efficia dfm100 indicating that system cannot turn on. Additional information has been requested. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
This report is based on information provided by philips customer service support and has been investigated by the philips complaint handling team. Philips received a complaint that the efficia dfm 100 defibrillator monitor did not turn on. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The available details indicate that the device did not turn on due to a defective processor pca (printed circuit assembly). As a result, the dfm100 assy processor ((B)(6)) was replaced to resolve the issue. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported problem was determined to be caused by a defective processor pca. The root cause of which could not be determined. The reported problem is confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. After replacing the processor pca, the issue was resolved. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.